Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg is reaching end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2024-01901 should not have been reported as a medical device report (MDR) after additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction.